Event description:
It was reported that three (3) capd disconnect y sets were leaking from a pinhole located to the left where the tube inserts into the drain bag. This was observed during use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022, further described as "past couple of days. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction b3/d10, h6. B3/d10: change from (B)(6) 2022 to asku (asked unknown). H6: remove g04134. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h10. H10: three unused (3) samples were received for evaluation. A visual inspection with the naked eye noted a damaged/hole in the sheeting near the seal at the top of the bag on sample #1 and a damage/hole in the seal at the top of the bag of samples #2 and #3. Although the exact location of the damage was slightly different, the actual damage/hole in all three samples looked the same. Functional leak testing was performed and a leak was noted in sample #1 and not in samples #2 and #3. Additionally, clear passage testing and clamp function testing were performed with no issues noted on any of the samples. The reported condition of damage/hole was verified on all three (3) samples, however, the reported condition of leak was verified only on sample #1. The cause of the damage/hole was determined to be due to a manufacturing related issue during the drain bag trim sheeting stripping process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.